Event description:
It was reported that the atrial lead had dislodged after the pocket was closed. The pocket was reopened and when the physician tried to revise the lead he had much difficulty advancing stylets down the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however the outer insulation had been cut, there was blood on the proximal and distal conductors, and blood and body tissue/fibrotic growth on the distal electrode; full lead returned and analyzed.